Event description:
Pt had felt "lightheaded " 2 days prior to clinic visit, device had por'd and was reset ,por'd and reset again next day. Rn noticed no sn, called medtronic. Because the device is programmed to 3-month auto-cap reformation it was discussed to do a manual cap formation or replace device. Nurse left indicating that she would have physician call back. Patient really needs his vt therapy.